Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 597 mg/dl. It was stated that the customer also had dry lips, excessive urination and warmth on body. It was also stated that the customer may have had an infection. In addition, it was stated that the customer's insertion device was damaged, and that may have caused or contributed to the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.